Manufacturer narrative:
The check of the DHR of the lot # of liner involved (201507429) did not show any pre-existing dimensional anomaly on the 70 liners manufactured with this lot #. No other complaints received on this specific lot#. We will submit a final MDR once the investigation will be completed.

Event description:
During surgery, instable coupling between delta poly liner (model # 5886.51.158, lot# 201507429) and cup occurred, preventing a fully seating of the liner into the delta cup. Model # and lot # of the cup are unknown at the moment. Info received: it was impossible to get a complete fixation with the cup since the liner kept rotating inside the cup. Maybe impactor was at a wrong angle. Significant blood observed in the cup when trying to implant the liner. Surgery time prolonged of about 20 minutes. Event occurred in us.